Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: the pump powered on with a blank display. A crack was observed behind the display screen. A test display was inserted and the display was found to function properly. The complaint of a dim display was not able to be tested due to the damaged display.